Event description:
It was reported that the vertical lift column on the 8800 system would not move down. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. It was discovered the complaint was actually for the table not the c-arm during the service call. The system was tested and found to be working as intended and put back into service.